Event description:
A caller reported a malfunction on a pump, which caused the customer's blood glucose level to exceed 500 mg/dl. The customer used a correction injection via multiple daily injections (mdi) to address the high blood glucose level and did not require third-party assistance. Technical support confirmed that a replacement pump, with updated software incompatible with the customer's current sensor, would be sent. The customer was instructed to contact their healthcare provider for a compatible sensor prescription and to return the malfunctioning pump using a provided return box within ten days. Customer reverted to an alternative method of insulin therapy.